Event description:
It was reported that the patient¿s spinal cord stimulator (scs) system had not been working for 2 years and he had not charged it up during the past 2 years. It was noted that the patient did not have a rechargeable device. MRI compatibility guidelines were also requested. The MRI was for the shoulder. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).